Manufacturer narrative:
The autopulse nimh battery was returned to the distributor for investigation. Analysis of the battery revealed that the voltage of the battery was 0.0v. Note: autopulse resuscitation system model 100 with s/n (B)(4) - 3003793491-2013-00606. Autopulse nimh with s/n (B)(4) - 3003793491-2013-00608.

Event description:
Investigation performed by zoll distributor indicated that battery wattage associated with autopulse nimh battery (s/n (B)(4)) was low. No adverse pt sequelae was reported.